Event description:
It was reported that in the critical care unit, the nurse primed a new IV set and attached it to the patient with maintenance IV fluids running at kvo. Fifteen minutes later, the patient was in respiratory distress. The nurse noted that there was fluid leaking from the distal smartsite port and there were small pockets of air in the tubing. The air seen in the tubing was 4-5 1cm sections. It was not certain if air reached the patient, but the patient was treated as if it did. Saturated oxygen was 87%. The patient was given oxygen and placed on their left side in trendelenburg position. The IV tubing was changed. Cxr and EKG were done. The patient rapidly recovered. The reporter described the smartsite port as defective. It appeared misshapen and on crooked. Nothing was connected between the primary set and the patient's catheter. No additional information was available.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer. Evaluation of the infusion set confirmed the customer's experience of the smartsite port leaking and having air pockets. The root cause for the abnormal smartsite female luer adapter was identified as a supplier issue. The supplier was contacted to communicate to them this issue and corrective action was implemented to better control the process along with a tightened inspection plan.